Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leak at the cuff that possibly caused pain and infection in the scrotal area. The patient also experienced discomfort and soreness. The fluid leak was identified at the time of explant. The patient was treated with antibiotics and pain killers. Following the surgery, the patient outcome was reported that the patient was discharged. A new artificial urinary sphincter was implanted on (B)(6) 2021.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leak at the cuff that possibly caused pain and infection in the scrotal area. The patient also experienced discomfort and soreness. The fluid leak was identified at the time of explant. The patient was treated with antibiotics and pain killers. Following the surgery, the patient outcome was reported that the patient was discharged.